Manufacturer narrative:
The device was discarded by the complainant, so it was not able to be evaluated. Therefore, no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that when the surgeon tightened a screw with the torque wrench during an operation, he could not hear the click sound from the torque wrench so he was not sure if it applied the proper torque. The surgery was completed with the surgeon tightening by hand.